Event description:
It was reported that the patient experienced abdominal pain and vomiting requiring prescription medication as a result of the therasphere procedure. The patient was being treated for uveal melanoma. A therasphere y-90 (8.5 gbq) dose vial was selected for use in the radioembolization procedure. The multifocal, small lesions were located in the bilobar liver. The total tumor volume was approximately 7.4ml. There was nothing unusual observed during device preparation or the therasphere procedure. Post procedure imaging revealed the expected accumulation of microspheres within the liver, as well as accumulation within the area of the gallbladder. Following the therasphere procedure, the patient experienced transitory upper abdominal pain, vomiting, and a hypertensive crisis. To treat the pain and vomiting, the patient was administered novalgin and odansetron (zofran). The patient was also administered antibiotic cholecystitis prophylaxis with unacid. The pain was reported to have resolved after one day. There was no reported intervention for the hypertensive crisis. There were no further patient complications.

Manufacturer narrative:
Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information.